Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped"), salpingitis ("inflammation in tubes") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 20240922 (valid)/ l2843(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009) and pre-eclampsia in 2002. Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("major loss of memory"), abdominal distension ("massive swelling of stomach"), allergy to metals ("allergic reactions to nickel") with rash papular and pruritus, abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay"), fungal infection ("yeast infections") and bacterial vaginosis ("constant occurrences of bacterial vaginosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on left ovary"), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches"), treatment noncompliance ("plaintiff used any birth control or contraception at any time following your essure placement procedure: no"), pain in extremity ("pain in legs"), varicose vein ("varicose veins"), oedema peripheral ("edema in ankles"), umbilical hernia ("periumbilical hernia"), erythema ("red spot on right breast"), abdominal pain ("abdominal pain"), abdominal mass ("abdominal mass"), vaginal disorder ("vaginal problems"), arthralgia ("joint aches and pains"), paraesthesia ("paresthesia"), palpitations ("heart palpitations"), dizziness ("dizziness"), nausea ("nausea"), constipation ("constipation"), mood swings ("mood swings"), irritability ("irritability"), menorrhagia ("heavy menses"), discomfort ("discomfort") and confusional state ("confusion"). The patient was treated with surgery (she underwent full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, amnesia, abdominal distension and allergy to metals had resolved, the salpingitis, ovarian cyst, lethargy, alopecia, dental caries and headache had not resolved and the genital haemorrhage, abdominal pain upper, fungal infection, bacterial vaginosis, anxiety, emotional distress, treatment noncompliance, pain in extremity, varicose vein, oedema peripheral, umbilical hernia, erythema, abdominal pain, abdominal mass, vaginal disorder, arthralgia, paraesthesia, palpitations, dizziness, nausea, constipation, mood swings, irritability, menorrhagia, discomfort and confusional state outcome was unknown. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, confusional state, constipation, dental caries, discomfort, dizziness, emotional distress, erythema, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, mood swings, nausea, oedema peripheral, pain in extremity, palpitations, paraesthesia, pelvic pain, treatment noncompliance, umbilical hernia, vaginal disorder and varicose vein to be related to essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. (B)(6) 2010: dye test- essure confirmation tes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped"), salpingitis ("inflammation in tubes") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 20240922 / l2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009) and pre-eclampsia in 2002. Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("major loss of memory"), abdominal distension ("massive swelling of stomach"), allergy to metals ("allergic reactions to nickel") with rash papular and pruritus, abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay"), fungal infection ("yeast infections") and bacterial vaginosis ("constant occurrences of bacterial vaginosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on left ovary"), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches"), treatment noncompliance ("plaintiff used any birth control or contraception at any time following your essure placement procedure: no"), pain in extremity ("pain in legs"), varicose vein ("varicose veins"), oedema peripheral ("edema in ankles"), umbilical hernia ("periumbilical hernia"), erythema ("red spot on right breast"), abdominal pain ("abdominal pain"), abdominal mass ("abdominal mass"), vaginal disorder ("vaginal problems"), arthralgia ("joint aches and pains"), paraesthesia ("paresthesia"), palpitations ("heart palpitations"), dizziness ("dizziness"), nausea ("nausea"), constipation ("constipation"), mood swings ("mood swings"), irritability ("irritability"), menorrhagia ("heavy menses"), discomfort ("discomfort") and confusional state ("confusion"). The patient was treated with surgery (she underwent full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, amnesia, abdominal distension and allergy to metals had resolved, the salpingitis, ovarian cyst, lethargy, alopecia, dental caries and headache had not resolved and the genital haemorrhage, abdominal pain upper, fungal infection, bacterial vaginosis, anxiety, emotional distress, treatment noncompliance, pain in extremity, varicose vein, oedema peripheral, umbilical hernia, erythema, abdominal pain, abdominal mass, vaginal disorder, arthralgia, paraesthesia, palpitations, dizziness, nausea, constipation, mood swings, irritability, menorrhagia, discomfort and confusional state outcome was unknown. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, confusional state, constipation, dental caries, discomfort, dizziness, emotional distress, erythema, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, mood swings, nausea, oedema peripheral, pain in extremity, palpitations, paraesthesia, pelvic pain, treatment noncompliance, umbilical hernia, vaginal disorder and varicose vein to be related to essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. (B)(6) 2010: dye test- essure confirmation test. Most recent follow-up information incorporated above includes: on 20-apr-2018: information received states that plaintiff¿s injuries all began about 6 months after her implant around october 2010 until her removal in april 2014 (discrepant information). New events were added (pain in legs, varicose veins, edema in ankles, periumbilical hernia, red spot on right breast, abdominal pain and mass, vaginal problems, joint aches and pains, parenthesis (as reported, understood as paresthesia), heart palpitations, dizziness, nausea, constipation, confusion, mood swings, irritability, heavy menses, itching, discomfort). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped') and salpingitis ('inflammation in tubes') in a 26-year-old female patient who had essure (batch no. 20240922(valid)l2843(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff used any birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included pre-eclampsia in 2002, multigravida and parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009). Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green), endometrial polyp, back pain, retroverted uterus and dysmenorrhea. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel") with rash papular and pruritus, genital haemorrhage ("bleeding"), abdominal distension ("massive swelling of stomach"), bacterial vaginosis ("constant occurrences of bacterial vaginosis"), amnesia ("major loss of memory"), abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay") and fungal infection ("yeast infections"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menses"), menstrual disorder ("it would get off my period"), ovarian cyst ("cyst on left ovary"), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches"), pain in extremity ("pain in legs"), varicose vein ("varicose veins"), oedema peripheral ("edema in ankles"), umbilical hernia ("periumbilical hernia"), erythema ("red spot on right breast"), abdominal mass ("abdominal mass"), vaginal disorder ("vaginal problems"), arthralgia ("joint aches and pains"), paraesthesia ("paresthesia"), palpitations ("heart palpitations"), dizziness ("dizziness"), nausea ("nausea"), constipation ("constipation"), mood swings ("mood swings"), irritability ("irritability"), discomfort ("discomfort"), confusional state ("confusion"), neck pain ("neck pain") and flatulence ("gas "). The patient was treated with surgery (she underwent full hysterectomy (except ovaries) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, abdominal distension and amnesia had resolved, the salpingitis, ovarian cyst, lethargy, alopecia, dental caries and headache had not resolved and the abdominal pain, genital haemorrhage, menorrhagia, menstrual disorder, bacterial vaginosis, abdominal pain upper, fungal infection, anxiety, emotional distress, pain in extremity, varicose vein, oedema peripheral, umbilical hernia, erythema, abdominal mass, vaginal disorder, arthralgia, paraesthesia, palpitations, dizziness, nausea, constipation, mood swings, irritability, discomfort, confusional state, neck pain and flatulence outcome was unknown. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, confusional state, constipation, dental caries, discomfort, dizziness, emotional distress, erythema, flatulence, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, menstrual disorder, mood swings, nausea, neck pain, oedema peripheral, pain in extremity, palpitations, paraesthesia, pelvic pain, umbilical hernia, vaginal disorder and varicose vein to be related to essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. (B)(6) 2010: dye test- essure confirmation test. On (B)(6) 2013n revealed ultrasound pelvis there are appears to be a linear shadowing density on the right side possibly essure device. On (B)(6) 2014 pathology test received in formalin, labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes", is a 113 g, 9.2 x 5.6 x 4.5 cm uterus with attached bilateral fimbriated fallopian tubes. Essure micro insert coils are identified in the proximal fallopian tubes. On (B)(6) 2010 hysterosalpingogram revealed, satisfactory essure device placement. No evidence of spill from either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,epigastric hernias with repair, yeast infection, nickel allergy, pelvic pain, menorrhagia and the following ones were reported via social media : menstrual disorder and neck pain. Lot number (l2843) is invalid. Lot number: 20240922 manufacturing date: 2010-01, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped') and salpingitis ('inflammation in tubes') in a 26-year-old female patient who had essure (batch no. 20240922(valid)l2843(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff used any birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included pre-eclampsia in 2002, multigravida and parity 3 (B)(6) 2002, (B)(6) 2006, (B)(6) 2009. Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green), endometrial polyp, back pain, retroverted uterus and dysmenorrhea. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel") with rash papular and pruritus, genital haemorrhage ("bleeding"), abdominal distension ("massive swelling of stomach"), bacterial vaginosis ("constant occurrences of bacterial vaginosis"), amnesia ("major loss of memory"), abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay") and fungal infection ("yeast infections"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menses"), menstrual disorder ("it would get off my period"), ovarian cyst ("cyst on left ovary"), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches"), pain in extremity ("pain in legs"), varicose vein ("varicose veins"), oedema peripheral ("edema in ankles"), umbilical hernia ("periumbilical hernia"), erythema ("red spot on right breast"), abdominal mass ("abdominal mass"), vaginal disorder ("vaginal problems"), arthralgia ("joint aches and pains"), paraesthesia ("paresthesia"), palpitations ("heart palpitations"), dizziness ("dizziness"), nausea ("nausea"), constipation ("constipation"), mood swings ("mood swings"), irritability ("irritability"), discomfort ("discomfort") and confusional state ("confusion"). The patient was treated with surgery (she underwent full hysterectomy (except ovaries) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, abdominal distension and amnesia had resolved, the salpingitis, ovarian cyst, lethargy, alopecia, dental caries and headache had not resolved and the abdominal pain, genital haemorrhage, menorrhagia, menstrual disorder, bacterial vaginosis, abdominal pain upper, fungal infection, anxiety, emotional distress, pain in extremity, varicose vein, oedema peripheral, umbilical hernia, erythema, abdominal mass, vaginal disorder, arthralgia, paraesthesia, palpitations, dizziness, nausea, constipation, mood swings, irritability, discomfort and confusional state outcome was unknown. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, confusional state, constipation, dental caries, discomfort, dizziness, emotional distress, erythema, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, menstrual disorder, mood swings, nausea, oedema peripheral, pain in extremity, palpitations, paraesthesia, pelvic pain, umbilical hernia, vaginal disorder and varicose vein to be related to essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. On (B)(6) 2010: dye test- essure confirmation test. On (B)(6) 2013 revealed ultrasound pelvis there are appears to be a linear shadowing density on the right side possibly essure device. On (B)(6) 2014 pathology test received in formalin, labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes", is a 113 g, 9.2 x 5.6 x 4.5 cm uterus with attached bilateral fimbriated fallopian tubes. Essure micro insert coils are identified in the proximal fallopian tubes. On (B)(6) 2010 hysterosalpingogram revealed, satisfactory essure device placement. No evidence of spill from either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,epigastric hernias with repair, yeast infection, nickel allergy,pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media : menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New event added- menstrual disorder. On 15-jan-2020: non-significant amendment was done. Reporter's contact detail was corrected. On 6-feb-2020: pqs request for reporter phone number correction. On 15-jan-2020: amendment: lot number field updated (only number of characters). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped') and salpingitis ('inflammation in tubes') in a 26-year-old female patient who had essure (batch no. 20240922(valid)l2843(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff used any birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included pre-eclampsia in 2002, multigravida and parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009). Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green), endometrial polyp, back pain, retroverted uterus and dysmenorrhea. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel") with rash papular and pruritus, genital haemorrhage ("bleeding"), abdominal distension ("massive swelling of stomach"), bacterial vaginosis ("constant occurrences of bacterial vaginosis"), amnesia ("major loss of memory"), abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay") and fungal infection ("yeast infections"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menses"), menstrual disorder ("it would get off my period"), ovarian cyst ("cyst on left ovary"), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches"), pain in extremity ("pain in legs"), varicose vein ("varicose veins"), oedema peripheral ("edema in ankles"), umbilical hernia ("periumbilical hernia"), erythema ("red spot on right breast"), abdominal mass ("abdominal mass"), vaginal disorder ("vaginal problems"), arthralgia ("joint aches and pains"), paraesthesia ("paresthesia"), palpitations ("heart palpitations"), dizziness ("dizziness"), nausea ("nausea"), constipation ("constipation"), mood swings ("mood swings"), irritability ("irritability"), discomfort ("discomfort"), confusional state ("confusion"), neck pain ("neck pain") and flatulence ("gas "). The patient was treated with surgery (she underwent full hysterectomy (except ovaries) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, abdominal distension and amnesia had resolved, the salpingitis, ovarian cyst, lethargy, alopecia, dental caries and headache had not resolved and the abdominal pain, genital haemorrhage, menorrhagia, menstrual disorder, bacterial vaginosis, abdominal pain upper, fungal infection, anxiety, emotional distress, pain in extremity, varicose vein, oedema peripheral, umbilical hernia, erythema, abdominal mass, vaginal disorder, arthralgia, paraesthesia, palpitations, dizziness, nausea, constipation, mood swings, irritability, discomfort, confusional state, neck pain and flatulence outcome was unknown. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, confusional state, constipation, dental caries, discomfort, dizziness, emotional distress, erythema, flatulence, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, menstrual disorder, mood swings, nausea, neck pain, oedema peripheral, pain in extremity, palpitations, paraesthesia, pelvic pain, umbilical hernia, vaginal disorder and varicose vein to be related to essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. (B)(6) 2010: dye test- essure confirmation test. On (B)(6) 2013 in revealed ultrasound pelvis there are appears to be a linear shadowing density on the right side possibly essure device. On (B)(6) 2014 pathology test received in formalin, labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes", is a 113 g, 9.2 x 5.6 x 4.5 cm uterus with attached bilateral fimbriated fallopian tubes. Essure micro insert coils are identified in the proximal fallopian tubes. On (B)(6) 2010 hysterosalpingogram revealed, satisfactory essure device placement. No evidence of spill from either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,epigastric hernias with repair, yeast infection, nickel allergy,pelvic pain, menorrhagia and the following ones were reported via social media : menstrual disorder and neck pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media information received. Event neck pain, gas added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe, cramping, stabbing)/ pains constantly every day/severe and persistent pelvic pain all stopped"), salpingitis ("inflammation in tubes") and genital haemorrhage ("bleeding,") in a (B)(6) female patient who had essure (batch no. 20240922 / l2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009) and pre-eclampsia in 2002. Concurrent conditions included nickel sensitivity (she was diagnosed with an allergy to nickel in 1986. Her whole childhood she would get a severe rash with bumps and would get very itchy. Fake jewelry would cause her skin to turn green). In (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("major loss of memory"), abdominal distension ("massive swelling of stomach"), allergy to metals ("allergic reactions to nickel") with rash and pruritus, abdominal pain upper ("severe and persistent pain in lower stomach (severe, cramping, stabbing)"), alopecia ("hair loss"), dental caries ("tooth decay"), fungal infection ("yeast infections") and bacterial vaginosis ("constant occurrences of bacterial vaginosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), lethargy ("very lethargic, just not herself"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries"), headache ("constant headaches") and treatment noncompliance ("plaintiff used any birth control or contraception at any time following your essure placement procedure: no"). On an unknown date, the patient experienced ovarian cyst ("cyst on left ovary"). The patient was treated with surgery (she underwent full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, amnesia, abdominal distension, allergy to metals had resolved, the genital haemorrhage, abdominal pain upper, fungal infection, bacterial vaginosis, anxiety, emotional distress and treatment noncompliance outcome was unknown and the salpingitis, lethargy, ovarian cyst,alopecia, dental caries and headache had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, dental caries, emotional distress, fungal infection, genital haemorrhage, headache, pelvic pain and treatment noncompliance to be related to essure. The reporter provided no causality assessment for lethargy, ovarian cyst and salpingitis with essure. The reporter commented: (B)(6) 2010: she also had to undergo surgery to remove her uterus and fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3093.6 kg/sqm. (B)(6) 2010: dye test- essure confirmation test . Most recent follow-up information incorporated above includes: on 22-nov-2017: new reporters added. Historical conditions added. Therapy dates updated. New events added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.